Event description:
Additional information was provided by the customer. The event occurred during reprocessing, however, it was a seven (7) day rewash cycle. No other devices were involved or replaced as a result of this event. The device was inspected prior to use and no anomalies were found. In addition, the customer also provided further details regarding the cleaning, disinfection and sterilization (cds) performed at the facility. Pre-cleaning is performed immediately after a procedure. The customer suctions, flushes, brushes and then wipes down the scope. The customer uses intercept as a cleaning solution. The scope is leak tested prior to manual cleaning using leak tester olympus mu-1/ sn (B)(4). The air/water channel is brushed during manual cleaning using single use brushes, steris wonder brushes and steris double header brushes. For automatic endoscope reprocessing, the user facility uses aer medivators advantage, ref number (B)(4) along with disinfectant solution rapicide a/b. The minimum effective concentration is checked with each scope, after each cycle. All reprocessing personnel are trained on how to properly reprocess an endoscope.

Manufacturer narrative:
Updated fields: event. This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, the device history record (DHR) review and additional information obtained from the customer. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, the most likely cause was determined to be insufficient cleaning. However, the cause of the insufficient could not be determined. The instructions for use (IFU) cautions the user on the handling and cleaning of the device: ¿do not apply excessive force to the distal end of the endoscope or bend it. Instrument damage may occur. To prevent a water leak, do not apply excessive force when cleaning the endoscope. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result.¿ ¿all channels of the endoscope, including the elevator wire channel and balloon channel, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. It was determined that the air/water nozzle was obstructed. The light guide tube/cable and the ultrasound cord were scratched, the glue on the bending section rubber was cracked and there were 3 full broken elements on the ultrasound image. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, there was an air channel and water channel issue during reprocessing. During the inspection of the returned device, the air/water nozzle was found to be obstructed, which had been attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.